Event description:
Healthcare professional reported right side exchange from textured to smooth due to product concern. Later, healthcare professional reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ deflation: observed more than three openings striated assessed as to surgical damage. Also observed broken striated in the plug strap assessed as to surgical damage. Additional observations: ¿ crease fold observed in the surface of the shell. ¿ white calcification observed in the surface of the device.

Event description:
Healthcare professional reported right side a bilateral exchange from textured to smooth due to product concern.later, healthcare professional reported deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side a bilateral exchange from textured to smooth due to product concern. Later, healthcare professional reported deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.